Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12088. It was reported, the pt had a burning sensation at the incision site. It was also reported, the charger was not communicating with the ipg and the battery is low. The pt reports, the programmer is able to communicate with the ipg. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.